Event description:
A revision surgery was performed due to failure of screws and loosening of glenoid baseplate.

Manufacturer narrative:
Correction: b1, b outcomes attributed to ae, h1 type of reportable event, h6 (device & clinical code). The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
A revision surgery was performed due to failure of screws and loosening of glenoid baseplate.